Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The call was canceled by the customer. No service was performed.

Event description:
The customer reported that the camera continued to rotate after button was released. A reboot cleared the issue.